Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 409 mg/dl and diabetes keto acidosis. The customer's current blood glucose is 172 mg/dl. The customer did experienced the symptoms such as stomach pain, dry throat the customer was treated by bolus with pump. Customer was used insulin pump system within 48 hours of reported high bg event. Troubleshooting was done for high blood glucose and under delivery. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.